Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from (B)(4) who reported that the patient was doing well after the pump replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen and unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and degenerative disc disease. It was reported that the patient alleged the pump was alarming or beeping. Patient said he had his pump filled last month and he was due for a refill on (B)(6). Patient said his roommate was hearing a noise and the roommate thought the noise was coming from the patient. Patient said his roommate started hearing the noise this morning and was hearing it every 2-3 hours. Patient said his roommate heard the noise when the patient was in the shower and when they were in his classroom. Patient said when they were in the classroom they were the only 2 there. Patient service specialist played alarms for patient and his roommate. Patient said his roommate didn't think they were the sounds he was hearing. Patient was to follow up with healthcare professional. Patient said for the last 2 days, more so on 2018/01/02, his muscles had been contracting. Patient said his muscle normally didn't get that way unless he was running low on medicine or his muscle contractions were bigger. Patient said his legs had also been hurting. No further complications were reported. Additional information was received from healthcare professional (hcp). It was reported that the noise from the pump was motor stall alarm. The cause of muscle contraction and leg pain was possible interruption of medication. Medication pump would be replaced as soon as possible. At the time of this report the noise issue/patient symptom had been resolved. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that a motor stall had occurred on the pump and a message was displayed. It was reported that the pump was replaced. The issue was reported to be resolved at the time of the report. The patient's concentration and dose of baclofen was unknown. The patient was on 10mg/ml dilaudid at 2.568mg/day. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.